Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that arch movements were unavailable. Upon remote analysis, it was found that the there was a lot of moisture inside the arch and on the control plates. The rse suggested the customer to turn off all equipment, clean and dry the plates and maintain the humidity level between 40% and 60%. After the humidity level was reduced to below 60% and every plate was entirely dry, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was due to a failure in the customer's air conditioning, which carried out the repair and was resolved. The equipment was not the cause of the failure and after the high humidity was resolved, the equipment was turned on and worked normally. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the arch was not performing movements and showed the message "some stand movements are not available". There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. A philips service engineer discovered the humidity inside the arch and the control boards was too high, had the equipment shut down and allowed for drying and cleaning of the boards. They turn the equipment back on and it worked normally.